Manufacturer narrative:
The customer replaced the blower to resolve this issue.

Manufacturer narrative:
The blower assembly test failed. Bad temperature sensor lm20 generated the blower temperature too high error. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A blower temp high was reported. No patient harm reported.